Manufacturer narrative:
There was no patient injury reported. It was reported that the disposable set could not be returned for investigation. The hardware device was received by belmont on october 29, 2018 for evaluation. The investigation is not yet complete. A follow-up report with all additional relevant information will be submitted upon completion of the investigation.

Event description:
The distributor emailed the following details about an event that occurred involving a hyperthermia pump: "the system suction regulator is not working. We are not able to maintain our reservoir content and the fluid keeps depleting. We have used 2 different types of suction source and both sources are working perfectly. We have intermittently turned on the suction regulator hoping to stabilize the return flow, the surgical team has also reopened the patient's abdomen, changed all the disposables in order to rectify the connection but nothing seemed to work. It took us 2 hours, 5pm-7pm to rectify but it all did not work. To make the story short, hipec procedure has been terminated and will only be done until a good system arrives."